Manufacturer narrative:
Concomitant medical products: tecnis 1 piece zcb00, serial number (B)(4). (B)(6). (B)(4). Placeholder.

Manufacturer narrative:
(B)(4). Cartridge lot no. Cp01897 was reported in some cases from the same surgical site. A manufacturing record review was performed on the lot cp01897 that met specification. Fiber analysis was performed. Visual examination revealed several short (approximately .5-1.0mm) translucent fiber-like strands. The fiber-like strands were identified as polyolefin (polyethylene/polypropylene) and cellulose in the cartridge tray. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
We received a report that during intraocular lens (iol) implantation surgery a 1 series ultra cartridge was used to implant zcb00 iol. Subsequently during follow up a fiber was noted to be protruding out of the eye. It was removed from the patient's eye in a secondary procedure. It is unknown if the fiber came from the cartridge tray but that is what the reporter questioned. The patient was discharged, however the information indicates the patient has/had gritty eye symptoms. Date iol was implanted is (B)(6) 2014 but it is unknown when the fiber was removed from the eye.

Event description:
The date the lens was implanted was (B)(6), 2014. The fiber was removed on (B)(6), 2014.

Manufacturer narrative:
The root cause of the debris/particles could not be determined at the manufacturing process or surgical site. (B)(4) health care (third party) visited the customer to follow up on the actions to minimize the opportunity of particulate contamination coming from the ophthalmic custom procedure tray used. Following the recent removal of gauze swabs from the tray it was identified that there were three other possible sources of fibres. Trolley cover utilized to wrap the tray, sharps pad and ophthalmic drape. Alternatives were presented which are all 100% plastic configuration and did not contain any nonwoven or cellulose content and these are accepted. Changes to reduce the possibility of fibres coming from the (B)(4) tray are the following: drape replaced with a new component request for drape that is all plastic and fibre free. Sharps pad replaced with plastic sharps box. Trolley cover replaced with new trolley cover which has no nonwoven strip and will reduce the possibilities of fibres in the trays. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: in follow-up no. 1 - the lot number of the device cp01897 was in the model no. Field. The lot number has been placed correctly into the lot no. Field. Device expiration date is 8/21/2015. Device manufacture date is 8/21/2014. All pertinent information available to abbott medical optics has been submitted. Placeholder.